Event description:
It was reported that the user received an insulin fill tubing alert after accidentally advancing to the fill tubing step and then attempting to rewind; the connector would not attach because the cartridge did not seat fully and the plunger protruded slightly, consistent with a fitting issue at the connector/coupler, and the user resolved the issue by using a new cartridge with successful setup and no impact to blood glucose. Investigation of this case revealed a mechanical fitting problem at the connector/coupler component. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.